Event description:
Caller states the pt reportedly obtained results of 530 mg/dl and 233 mg/dl on the inform system within 10 minutes. No treatment info provided. No adverse event reported. Requested return of suspect device and replacement was sent.